Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. No compromised force sensor system alarms noted during testing. The device had minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, and stained address serial number label.

Event description:
It was reported the insulin pump alarmed during manual prime. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.